Manufacturer narrative:
(B)(4). One (1) used sample was received in conjunction with this complaint. The samples were visually examined and no manufacturing defects were noted. The sample was physically tested, for leakage, per specifications, with failing results. Leakage was observed at the bonded joint of the tubing and the blood filter housing assembly. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. To address this issue, a modified fixture design was implemented which increased the fixture's diameter and pin to allow for easier application of the solvent. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: IV set leaked lactated ringers at the y-site. No patient injury.